Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned

Event description:
It was reported that the pump battery was depleting quickly. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information was obtained. It was also reported that data points were missing from the continuous glucose monitor graph. There was no reported adverse impact to the customer. Reportedly, the customer continued to use the pump for insulin therapy.